Event description:
This device was returned with oos documentation from biotronik rep. Per oos, this system was removed due to infection. "Traction was used to extract the lead. The silicone tip/tines of the lead stayed in place and sensing electrode pulled through the silicone after stretching out the wires. The physician did rotate the lead body counter-clockwise to free up the lead from any surround tissue and then he pulled back. Lumax 340 dr-t, MDR 1028232-2009-00895. Setrox s 53, MDR 1028232-2009-00896.